Manufacturer narrative:
The device was received for evaluation and an evaluation is complete. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, clamp function testing, and device-device interaction testing. The solution bags received with the complaint sample were used in the device-device interaction testing. The cassette failed functional (leak) testing for the caution: leak detected alarm. The cause of the alarm was determined to be a hole in the cassette sheeting identified during visual/functional inspection. The cause of the hole was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of the returned amia automated pd cycler set by a baxter technician, a caution: leak detected alarm occurred. No additional information is available.